Manufacturer narrative:
Stryker informed the customer that this device is end of life, end of support and should be taken out of service and replaced with a more modern unit. H3 other text : device not returned.

Event description:
The customer contacted stryker to report that their device was showing all three icons (attention, charge-pak and service wrench). With all three icons illuminated, the device may not have sufficient power available to deliver effective defibrillation therapy to a patient, if it was needed.  There was no patient use associated with the reported event.